Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log did not note any 'air in line' alarms. Functional tests included use testing. Simulated use testing was able to replicate the error with a filled outlet tube seated in the detector. The air detector was replaced to resolve this observation. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's air detector.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an air in line error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.